Manufacturer narrative:
Update: a2, a3, a4, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was undergoing treatment for anterior communicating artery, ica - 4.3 mm, left a2 measured approx 2.3 mm and a1 around 2.2 mm. It was noted that the patient's vessel tortuosity was severe. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The procedure was abandoned due to failure of the pipeline device to open. After placement of a long sheath at the right common carotid artery and a guiding catheter at the right internal carotid artery for treatment of an anterior communicating artery (acom) aneurysm, the plan was to deploy a flow diverter (fd) from a2 to a1. However, the pipeline did not open in the center despite resheathing attempts. The device was then pulled back inside the phenom 21 microcatheter. Severe vessel tortuosity contributed to instability of the phenom 21, making deployment difficult. The cause of the incomplete stent opening was determined to be vessel tortuosity. Friction or resistance was noted at the center of the device during delivery, though the pipeline had not been placed in a vessel bend at the time of failure. Additional attempts to open the pipeline, including resheathing, were unsuccessful,and no other devices were used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a long sheath was placed at the right common carotid artery (cca) and a guiding catheter was placed at the right internal carotid artery (ica). During deployment of the pipeline vantage with shield technology stent (ped3) in the target a2 to a1 landing zone, the center of the stent did not open. Resheathing was performed, however, the stent still did not open. It was noted that subsequently it "got in phenom 21". No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an anterior communicating artery aneurysm.